Event description:
It was reported that during ptca treatment procedure, wire removal difficulties were encountered. The lesion being treated was a 'very hard', chronic total occlusion in the proximal lad coronary artery. The physician had inserted the 8 fr mach 1 fl4stsh guide catheter, however was unable to cross the lesion with the graphix guidewire. He replaced the guide catheter with an 8 fr mach 1 al1stsh and reshaped the graphix guidewire, but was again unable to cross the lesion. The physician attempted to cross the lesion with a neo's miracle 6g and a conquest pro, but was unsuccesful with these devices as well. Upon removal of the graphix guidewire, he did not experience resistance, but found that the tip of the wire was broken once it was removed from the pt's body. The tip of the wire remains inside of the pt. The pt was asymptomatic during this event. No further action was taken as al guidewires were unsuccessful in crossing the lesion. The pt remains in 'good' condition following the procedure. Future interventional plans are unk at this time.